Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's system board and failed test steps were observed.